Event description:
It was reported that patient experienced the infusion set fell off due to tape not sticking on (B)(6) 2026. The infusion set was in use for three to four days.

Manufacturer narrative:
E1:patient city: (B)(6) patient country: canada. Name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.